Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer received an auto-off alarm while sleeping due to no interaction with the pump for 10 hours. Reportedly, there was no impact to customer's blood glucose level.